Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. On 30-dec-2015 it was reported that the patient had previously had a pump replacement. At that time, they did not change the connector. The patient had some withdrawal issues, so they then changed the pump to catheter connector and the patient was doing fine. The patient/device information, the indication for pump use, the drug in the pump, other medications/pertinent medical history, the event date, and the cause of the issue were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.